Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was found cracked after being connected to the transfer set. This issue was observed during use of peritoneal dialysis therapy. There was no allegation against the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.